Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there was resistance during injection and on implantation into the eye the lens was damaged. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 055268414 showed that all manufacturing and quality checks were conducted successfully. Continued injection of the lens at the point resistance occurred is a deviation from the IFU and likely a causative factor of the lens being delivered damaged into the eye.

Event description:
On 26th november 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens broke during implantation necessitating explantation.